Manufacturer narrative:
Insulin pump was received with no button response due to unlocked keypad connector on lcd board. Unable to verify for compromised force sensor system alarm, prime/fill anomaly, unexpected audio/beep, black circle anomaly, and perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and the operating current test due to no button response. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin continued to drip after letting go of the act button on the insulin pump. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 303 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.